Event description:
My daughter had a false positive covid-19 test at (B)(6) university. This, I understand is a molecular test. We had an antigen test done and then a longer 72-hour test done in addition. We then had the molecular test repeated (result negative) after all the tests were negative. We are going to test her antibodies now to see if she had it in the past. We are doubtful she ever had covid because we are very careful at our house. I don't know if her first sample was contaminated? Family members and friends went out and got the test (B)(6) 72 hour test, everyone has tested negative. FDA safety report ID# (B)(4).